Manufacturer narrative:
Concomitant medical products: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. The patients right ventricular (rv) lead exhibited a rising threshold and n on-capture, resulting in the patient being transcutaneous paced due to lack of capture. Follow up was conducted and it was verified that no reprogramming has been completed at this time and it was noted that the patient has a do not resuscitate (dnr) order. The lead remains in use. No patient complications have been reported as a result of this event.